Event description:
Information received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The technician isolated the issue to the main circuit board. He replaced the circuit board to repair the bed.